Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that nothing fell into the patient and the patient has not returned to the hospital for any post-surgical complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, a piece measuring at approximately 1.10mm x 1.30 mm. Components adjacent to the broken clevis do not show damage. Additionally, the instrument was found to have damage of the conductor wire insulation at the distal clevis location. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The complaint regarding hook of the instrument does not move correctly was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the permanent cautery hook instrument did not move correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not move in the intended direction. The customer wanted to turn the hook and the hook did not move. The movement observed was turning the wrist. The failure was related to the inability to move the instrument at all. The movements of the surgeon scaled the instrument appropriately. The timing of the instrument movement was appropriate. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon's side console (ssc). There was no injury to the patient. The instrument was returned to isi for evaluation.